Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). On 27-may-2024, it was reported that patient stated tape not sticking and the infusion set fell off while changing clothes from abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).